Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis the (B)(4) are intended to treat iliac artery diameters of 12.0-13.5mm.

Event description:
On (B)(6), 2008 the patient treated for an abdominal aortic aneurysm with the gore excluded aaa endoprosthesis. It was reported that the aneurysm grew from 56mm to 72mm prompting a reintervention on (B)(6), 2011 to inject histoacryl into the aneurysm sac and implanted two additional contralateral leg components.